Event description:
The customer reported erroneously low triglyceride results, for one patient, on separate days, involving the unicel dxc 660i synchron access clinical system. This is report two of two. Subsequent analysis of the patient sample, on an alternate dxc 660i analyzer, recovered acceptable results which were reported to the hospital. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed triglyceride and uric acid carryover analysis and it failed. Pvt3 reagent probe carryover test was performed to assess hardware function. It was discovered reagent probes a and b were not rinsing properly and as a result, the reagent mixer paddle was not cleaned by the wash station. The fse replaced reagent probes a and b, wash collars, cartridge chemistry (cc) sample and reagent mixer paddles, mixer wash station insert and wash/vacuum probe #1. The instrument passed all carryover testing and conformed to the manufacturer's published performance specifications. The customer stated originally that only one patient had been reported out of the lab. The patient samples were centrifuged at 23,500 rpm (revolutions per minute) for nine minutes at ambient temperature. The samples were fresh and analyzed immediately after collection. This medwatch report is related to MDR 2050012-2012-01843.